Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced dizziness and was hospitalized. A chest x-ray was performed and confirmed that the rv lead had fractured close to where the lead connects to the pacemaker. A revision was performed and the portion of the lead where the fracture was located was explanted. The rest of the rv lead was capped and surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A 12 centimeter segment that included the is-1 terminal pin was returned. Analysis confirmed the inner conductor coil was fractured. It is suspected that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Manufacturer narrative:
(B)(4). The rv lead portion with the fracture iis expected to be returned for analysis. This report will be updated upon return and completion of analysis.